Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the scalp irritation and pruritus cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 57-year old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of the patient's medical records, received on october 30, 2024, it was noted during a follow up visit on (B)(6) 2024, the patient continued optune gio therapy despite experiencing significant scalp irritation and pruritus. The patient reported applying clobetasol cream and shifting the transducer arrays, but with limited relief. The patient was advised to begin taking antihistamines to alleviate the itching. During the examination, the physician observed moderate erythema with patchy areas of irritation on the scalp, but no ulceration was noted. On november 7, 2024, the healthcare provider (hcp) provided an additional medical record. In a follow-up appointment dated (B)(6) 2024, the patient again reported scalp irritation due to the optune gio adhesive. However, the patient's symptoms had improved with the use of daily cetirizine (10mg). The patient had previously taken diphenhydramine (25mg) as needed but had discontinued the medication on (B)(6) 2024. The physician did not provide a causality assessment.